Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contractures baker grades iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported bilateral capsular contractures baker grades iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior and non-penetrating nicks. Based on the device analysis, the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional additionally reported affected side as left and removal due to patient's concern with the product. Device has been explanted.

Event description:
Health professional reported bilateral capsular contractures baker grades iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.